Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead revealed a trilumen insulation abrasion 23-24 centimeters from the terminal pin which exposed the rate/sense coils. This type of abrasion was initiated by a localized compressive stress on the tubing surface and was likely caused by entrapment in the clavicle / first-rib region. Overall, such an abrasion led to the reported clinical observations made against this lead in the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements of an unknown value and was oversensing noise. An x-ray taken confirmed that a subclavian crush fractured the rv lead. Surgical intervention was performed and the rv lead was explanted. No adverse patient effects were reported.